Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, belt unusable) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. The cause for the failure was isolated to u723 processor and u713 processor shorted on the distribution node pca. The root cause of the shorted processors cannot be positively identified. No adverse event resulted from the shorted processor.

Event description:
A us distributor contacted zoll to report that a patient's device was prompting service code 204 - belt/monitor unusable.